Manufacturer narrative:
The pump was returned to animas and the keypad appeared to be intact with no peeling. All keys were intermittently responding and required excessive force to activate. The keypad was removed and all of the key contacts were inverted and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.

Event description:
The pt reported that the buttons have to be pressed multiple times to elicit a response from the keypad.